Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached and fell off. The sensor was inserted at the abdomen on the (B)(6) 2016. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. The complaint of a detached sensor wire was confirmed. The root cause could not be determined. Labeling indicates: do not remove the transmitter while the sensor pod is still attached to the body.